Event description:
The user facility reported that after a thrombus aspiration was completed, the angio-seal device involved was used instead of manual compression as the patient had been taking two antiplatelet drugs. On the following day, although slight subcutaneous bleeding was noted when the patient rested quietly in bed, the fixed tape was removed and the patient was released from bed rest after 24 hours had passed, as it was usually not a problem. From the night of tuesday, (B)(6) to the morning of (B)(6) 2022, catscan (CT) revealed that the subcutaneous bleeding had spread. As a hematoma (pseudoaneurysm) has not become too large, the patient is being followed up with compression. There was no blood loss. The physician used a 9 fr sheath for hemostasis, knowing that it is contraindicated. The procedure before deploying the device was thrombus aspiration. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 9 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. The event occurred post treatment. There were no other devices or equipment used with the reported product. The hematoma present was about 1.5cm in size. A CT and a ultrasound was performed to diagnose the hematoma.

Manufacturer narrative:
Patient identifier: requested, not available due to hospital policy. Age & date of birth: requested, not available due to hospital policy. Patient sex: requested, not available due to hospital policy. Weight: requested, not available due to hospital policy. Ethnicity: requested, not available due to hospital policy. Race: requested, not available due to hospital policy. Explanted date - device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was able to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been use of the device against the IFU (instructions for use) resulting in a closure complication. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).